Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("intrauterine metallic coil stuck into the endometrium as well as into the both fallopian tubes"), pelvic pain ("pain,"), genital haemorrhage ("abnormal bleeding") and pelvic adhesions ("pelvic adhesion") in a female patient who had essure (batch no. 626205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmatory test.". The patient's past medical history included vaginal delivery and appendectomy. Concurrent conditions included obesity, ovarian cyst, adenomyosis and endometriosis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) , the patient experienced depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection (" uti"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), fatigue ("fatigue"), dyspareunia ("dyspareunia"), abdominal pain lower ("abdominal pain lower") and back pain ("back pain"). The patient was treated with hysterectomy with bilateral salpingectomy and adhesion removal. Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, pelvic adhesions, depression, anxiety, dysmenorrhoea, urinary tract infection, fatigue, weight increased, alopecia and dyspareunia outcome was unknown and the abdominal pain lower and back pain was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, pelvic adhesions, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. On (B)(6) 2016: surgical pathology report final diagnosis: a: pelvic sidewall, left side, biopsy: endometriosis, negative for malignancy. B: uterus, left salpingectomy: and right fallopian tubes, hysterectomy and bilateral endometrium: secretory phase endometrium. Endometrial polyp. Negative for hyperplasia and malignancy. Myometrium - no pathologic alteration. Serosa: fibrous adhesions. Negative for malignancy. Fallopian tubes, left and right, salpingectomy: intrauterine metallic coils identified, grossly. Negative for malignancy. Gross description: b: received in formalin labeled "uterus, bilateral fallopian tubes" is a uterus with attached left and right fallopian tubes measuring 6.5 x 7.0 x 6.0 cm. The cervix measures 3.5 x 4.5 cm. Which is seen longitudinally opening reveals an intrauterine metallic coil stuck into the endometrium as well as into the both fallopian tubes. The endometrial cavity is 5 x 3.0 cm. The endometrial thickness is 0.5 cm. The myometrial thickness ranges from 1.0 cm to 2.5 cm. Reveals an un-dilated lumen. Clinical information: pelvic pain, pelvic adhesions, left ovarian cyst. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events: embedded device, dysmenorrhea, uti, depression, pelvic adhesion, fatigue, weight gain, hair loss, dyspareunia, lower abdomen pain, and back pain were added. Lot number and lab data updated. Concomitant and historical drugs, conditions were added. Product, patient and reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("intrauterine metallic coil stuck into the endometrium as well as into the both fallopian tubes"), pelvic pain ("pain,"), genital haemorrhage ("abnormal bleeding") and pelvic adhesions ("pelvic adhesion") in an adult female patient who had essure (batch no. 626205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmatory test.". The patient's past medical history included gravida ii and appendectomy. Concurrent conditions included obesity, ovarian cyst, adenomyosis and endometriosis. On (B)(6)2008, the patient had essure inserted. In 2015, the patient experienced depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), fatigue ("fatigue"), dyspareunia ("dyspareunia"), abdominal pain lower ("abdominal pain lower") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (removed adhesion). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, pelvic adhesions, depression, anxiety, dysmenorrhoea, urinary tract infection, fatigue, weight increased, alopecia and dyspareunia outcome was unknown and the abdominal pain lower and back pain was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, pelvic adhesions, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: she need for additional surgery. Patient had removal of adhesions in dec-2015. Salpingectomy and hysterectomy on (B)(6)2016. Oophorectomy (unilateral) on (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. (B)(6)2016: surgical patology report final diagnosis: a: pelvic sidewall, left side, biopsy: endometriosis, negative for malignancy. B: uterus, left salpingectomy: and right fallopian tubes, hysterectomy and bilateral endometrium: secretory phase endometrium. Endometrial polyp. Negative for hyperplasia and malignancy. Myometrium - no pathologic alteration. Serosa: fibrous adhesions. Negative for malignancy. Fallopian tubes, left and right, salpingectomy: intrauterine metallic coils identified, grossly. Negative for malignancy. Gross description: b: received in formalin labeled "uterus, bilateral fallopian tubes" is a uterus with attached left and right fallopian tubes measuring 6.5 x 7.0 x 6.0 cm. The cervix measures 3.5 x 4.5 cm. Which is seen longitudinally opening reveals an intrauterine metallic coil stuck into the endometrium as well as into the both fallopian tubes. The endometrial cavity is 5 x 3.0 cm. The endometrial thickness is 0.5 cm. The myometrial thickness ranges from 1.0 cm to 2.5 cm. Reveals an un-dilated lumen. Clinical information: pelvic pain, pelvic adhesions, left ovarian cyst quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("intrauterine metallic coil stuck into the endometrium as well as into the both fallopian tubes"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and pelvic adhesions ("pelvic adhesion") in an adult female patient who had essure (batch no. 626205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmatory test.". The patient's past medical history included gravida ii and appendectomy. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, ovarian cyst, adenomyosis, endometriosis, abdominal pain and uterine pain. On (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression."), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), fatigue ("fatigue"), dyspareunia ("dyspareunia"), abdominal pain lower ("abdominal pain lower"), back pain ("back pain") and uterine pain ("discomfort in uterus area"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (removed adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, pelvic adhesions, depression, anxiety, dysmenorrhoea, urinary tract infection, fatigue, weight increased, alopecia, dyspareunia and uterine pain outcome was unknown and the abdominal pain lower and back pain was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, pelvic adhesions, pelvic pain, urinary tract infection, uterine pain and weight increased to be related to essure. The reporter commented: she need for additional surgery. Patient had removal of adhesions in (B)(6) 2015. Salpingectomy and hysterectomy on (B)(6) 2016. Oophorectomy (unilateral) on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. On (B)(6) 2016: surgical patology report final diagnosis: a: pelvic sidewall, left side, biopsy: endometriosis, negative for malignancy. B: uterus, left salpingectomy: and right fallopian tubes, hysterectomy and bilateral endometrium: secretory phase endometrium. Endometrial polyp. Negative for hyperplasia and malignancy. Myometrium - no pathologic alteration. Serosa: fibrous adhesions. Negative for malignancy. Fallopian tubes, left and right, salpingectomy: intrauterine metallic coils identified, grossly. Negative for malignancy. Gross description: b: received in formalin labeled "uterus, bilateral fallopian tubes" is a uterus with attached left and right fallopian tubes measuring 6.5 x 7.0 x 6.0 cm. The cervix measures 3.5 x 4.5 cm. Which is seen longitudinally opening reveals an intrauterine metallic coil stuck into the endometrium as well as into the both fallopian tubes. The endometrial cavity is 5 x 3.0 cm. The endometrial thickness is 0.5 cm. The myometrial thickness ranges from 1.0 cm to 2.5 cm. Reveals an un-dilated lumen. Clinical information: pelvic pain, pelvic adhesions, left ovarian cyst quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: pfs received : historical drug was added. Concomitant conditions were added. Event added: discomfort in uterus area. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.